Event description:
The pt came to treatment. The treatment was started. About 20 minutes into treatment pt got hot, nervous, and sick to his stomach." The pt was sent to the hospital and diagnosis of hyper natremic. The machine was showing a conductivity of 14 but the miron meter stated it was greater than 20. The dialysate tested 353 level of sodium.